Event description:
The glenosphere orientation guide was removed from the tray to use. A white piece of plastic fell off the tip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Previous investigations found the end tip was changed (addition of radius and blend) in order to increase the strength of the component, on may 19, 2008 via eco# 253075. The first batch of the new design is lot number 2761863. It is unknown if the sample was manufactured prior or after the design change. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.